Event description:
A user facility reported to olympus that during reprocessing of the evis lucera duodenovideoscope, snapped wire on the bridge of the scope was noticed. Upon inspection and testing of the customer returned device, foreign debris was found protruding from a crushed section of the air/water nozzle of the scope. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. However, blockage found in the scope air /water nozzle and crush damage were identified during initial inspection and the blockage appeared to be a clear plastic material. Upon further evaluation of the returned device the following defects were found, light cover glasses adhesive worn out, optical cover glass adhesive worn out, crushed outlet pipe, distal end adhesive worn out, damaged plug body, up/left/right angle and up/down / left/right angle failed to meet specification, and air/water channel block with foreign debris. According to the device evaluation, the issue found did not originate from the olympus endoscope. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was not able to identify the foreign material or specify the root cause of the material lodged in the nozzle. Since the nozzle opening was dented, the foreign material was likely caught in the opening. The dented nozzle was likely due to physical stress. The user can detect the event properly by handling device in accordance with the following instructions for use (IFU) statement. - "operation manual_ preparation and inspection - inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." - "inspection of the endoscopic system * inspection of the air-feeding function * inspection of the objective lens cleaning function¿ the user can reduce/prevent occurrence of the event by handling device in accordance with the following IFU statement. - ¿important information ¿ please read before use: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.